Event description:
Reference number (B)(4) event occurred in the united states it was reported by the patient that infusion set cannula was kinked on (B)(6)2024 due to which hyperglycemia occurs after 3 hours of insertion. For 6 hours infusion set was in use. The insertion site was abdomen. High blood glucose level was displayed high and treated by correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available